Manufacturer narrative:
Product has not been returned to manufacturer for investigation to date. Add'l info will be provided after the investigation is complete.

Event description:
Sales rep reported that during a cautery procedure the probe tip broke off inside the pt. The tip was retrieved and surgery was completed using a different stryker probe.